Event description:
It was reported that the patient presented to the emergency room experiencing sharp chest pain. An interrogation was performed, and it was discovered that the right ventricular lead exhibited r-wave amplitude variation and high capture thresholds. An x-ray was performed, and it was noted that the lead appeared lower than implanted and perforated through the apex. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.